Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful sexual intercourse"), headache ("headaches") and pregnancy with contraceptive device ("gave birth to a child"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, dyspareunia, headache and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, headache, pelvic pain, pregnancy with contraceptive device and uterine haemorrhage to be related to essure (ess205). The reporter commented: she underwent a total vaginal hysterectomy with bilateral salpingectomy, uterosacral colpopexy, and cystoscopy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain (pelvic area, monthly and severe)"), pregnancy with contraceptive device ("gave birth to a child") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure unilaterally" in (B)(6) 2004. The patient's past medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 2002, (B)(6) 2008), placenta previa in (B)(6) 2008 and preterm labor in (B)(6) 2008. Previously administered products included for an unreported indication: estradiol from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included body mass index normal, hypertension since 2013, fibrocystic breast, weight gain, loss of energy, bacterial vaginosis, heavy periods, adenomyosis and smoker. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2004 to (B)(6) 2005 for birth control as well as losartan since 2013. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), headache ("headaches"), migraine ("migraines") and alopecia ("hair loss"). In (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced complication of pregnancy ("pregnancy (with complications)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("painful sexual intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen and surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the pregnancy with contraceptive device, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, dyspareunia, headache, complication of pregnancy, vaginal discharge and alopecia outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, complication of pregnancy, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vaginal discharge to be related to essure (ess205). The reporter commented: following deployment essure spiral coils in right fallopian tube, counted-3 coils in cavity. Following deployment essure spiral coils in left fallopian tube, counted - 3 coils in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: failed essure unilaterally. Uterosacral colpopexy and cystoscopy was done. On (B)(6) 2013, pathology test revealed for uterus and cervix: uterus with: endometrium - secretory endometrium, myometrium ¿ adenomyosis, serosal surface- unremarkable, cervix ¿ unremarkable and no evidence of malignancy . For right ovary and tube, right salpingo-oophorectomy: ovary (right) with cystic follicles and corpora albicantia, fallopian tube (right) with paratubal cysts and no evidence of malignancy. For left ovary and tube, left salpingo-oophorectomy: ovary (left) with corpus luteum and cystic follicles, fallopian tube (left) with paratubal cysts, no evidence of malignancy. Most recent follow-up information incorporated above includes: on 1-feb-2018: new events added- pregnancy (with complications), migraines, vaginal discharge, hair loss, abnormal bleeding. Event verbatim was updated as device ineffective/failed essure unilaterally. Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain (pelvic area, monthly and severe)') and premature delivery ('premature delivery') in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure unilaterally" in (B)(6)2004. The patient's medical history included placenta previa in (B)(6)2008, preterm labor in (B)(6)2008, multigravida and parity 3 ((B)(6)1991, (B)(6)2002, (B)(6)2008). Previously administered products included for an unreported indication: estradiol from (B)(6)2007 to (B)(6) 2008. Concurrent conditions included hypertension since 2013, body mass index normal, fibrocystic breast, weight gain, loss of energy, bacterial vaginosis, heavy periods, adenomyosis, smoker, vaginal irritation, weight gain and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2004 to (B)(6)2005 for birth control as well as levonorgestrel (norplant) and losartan since 2013. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("painful menstrual cycles"), headache ("headaches"), migraine ("migraines") and alopecia ("hair loss"). In (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("gave birth to a child") and experienced complication of pregnancy ("pregnancy (with complications)"). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dyspareunia ("painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), premature labour ("pre-term labor") and placenta praevia ("placenta previa"). The patient was treated with ibuprofen, surgery (total vaginal hysterectomy with bilateral salpingectomy , oophrectomyand tubal ligation.) And tubal ligation was done in (B)(6)2008. Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain had resolved, the premature delivery, pregnancy with contraceptive device, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, dyspareunia, headache, complication of pregnancy, vaginal discharge, alopecia, vaginal haemorrhage, menorrhagia, premature labour and placenta praevia outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, complication of pregnancy, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, placenta praevia, pregnancy with contraceptive device, premature delivery, premature labour, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: following deployment essure spiral coils in right fallopian tube, counted-(B)(4) coils in cavity. Following deployment essure spiral coils in left fallopian tube, counted - (B)(4) coils in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6)2005: results: failed essure unilaterally.. Uterosacral colpopexy and cystoscopy was done. On (B)(6)2013, pathology test revealed for uterus and cervix: uterus with: endometrium - secretory endometrium, myometrium ¿ adenomyosis, serosal surface- unremarkable, cervix ¿ unremarkable and no evidence of malignancy . For right ovary and tube, right salpingo-oophorectomy: ovary (right) with cystic follicles and corpora albicantia, fallopian tube (right) with paratubal cysts and no evidence of malignancy. For left ovary and tube, left salpingo-oophorectomy: ovary (left) with corpus luteum and cystic follicles, fallopian tube (left) with paratubal cysts, no evidence of malignancy. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporter information updated. New events: abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), pre-term labor, placenta previa were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.